Manufacturer narrative:
Batch review performed on 28 february 2017. (B)(4).

Event description:
The patient came in due to sign of infection. The infection is confirmed as escherichia coli. The surgeon performed an I & d and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.